Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. UDI# (B)(4). Concomitant medical products: item # 00588001601 lot # 63668444, item # 00588000600 lot # 62989844, item # 00598801215 lot # 64383930, item # 00598801713 lot # 64263982. Report source: (B)(6) . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04388.

Event description:
It was reported that a patient was revised approximately 4 months post implantation due to pain, swelling and incorrect implant position. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The complaint is confirmed by review of provided radiographs. Radiographs were reviewed by a health care professional. Review of the available records identified a metallic focus posterior to the knee joint was present, indicative of disassembly of the hinge post extension, and narrowing of the joint space possibly indicating polyethylene wear were present. Visual examination of the returned product identified the devices exhibited signs of use. Examination of the hinge post extension and hinge post identified the threads were damaged. Dimensional analysis of the hinge post extension determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no related deviations or anomalies. Per the nexgen rhk package insert pain, swelling, and loosening of the knee components are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.